Manufacturer narrative:
The device was received and there were no issues with the cannula that would indicate the device being dislodged. No signs of damage or defects were found on the needle mechanism during inspection that would cause the cannula to be dislodged. A root cause for the reported dislodged cannula could not be conclusively determined. Blood was observed on the adhesive pad. There were no damages or defects found on the formed needle that would contribute to the reported bleeding/bruising. The cause of the reported bleeding/bruising could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 354 mg/dl. The pod was worn between 36 and 48 hours on the arm. It was noted that the cannula dislodged from the site. As treatment for the hyperglycemia, a new pod was applied and a correctional bolus was administered.